Event description:
The facility's biomedical engineering department reported that channel b "shut down and opened" during patient use. Channel b was reported to be infusing fentanyl at an unknown rate to an intensive care unit patient when the event occurred. Channel a and c were also in use, however, no information was available regarding types of fluids infusing. Reportedly, the pump alarmed "high-pressure alarm" and then displayed "channel open", remove tubing", and "out of service" on channel b. Channel b then could not be used. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, other medictions involved, or set up of the infusion device.